Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: this event was determined to be a duplicate to cs-073508 / legacy catsweb complaint (B)(4). Reference (B)(4) / legacy catsweb complaint (B)(4) for the complete product/event investigation.

Manufacturer narrative:
The investigation for the reported complaint was already captured under MFR# 2916596-2015-02208. Investigation summary: the explanted pump was returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. Examination of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and lodged between all three stator blades. The thrombus lacked laminated layering, which suggests that it did not originate in this location. Although its origin and a duration of time for which it was present in the pump could not be conclusively determined, the areas of denaturation on the thrombus, as well as the contact marks observed on the outlet portion of the rotor and the outlet bearing cup, indicate that it was present in the pump while it was supporting the patient. Although a specific cause for the development of the observed thrombus formation could not be conclusively determined through this evaluation, it was occluding a large portion of the blood flow path through the outlet stator and could have contributed to the reported hemolysis. In addition, examination of the interior of the inlet tube, inlet elbow, outlet elbow, and graft attachment revealed distinct patches of tissue-like deposition on various areas of the textured blood contacting surface. The structure of the depositions suggests that they developed in the locations in which they were found. Although a specific cause for their development and a duration of time for which they were present in the device could not be determined, the depositions were strongly adhered to the blood contacting surface and were minimally obstructive to the blood flow path, suggesting that they unlikely contributed to a functional issue. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event has been previously reported under legacy complaints catsweb system under MFR # 2916596-2015-02208.

Manufacturer narrative:
Approximate age of device 3 years & 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a chronic driveline infection that was unresponsive to antibiotic therapy. Pump exchanged to an hvad device (B)(6) 2015. No further information provided.